Event description:
Additional information was received from the patient. It was reported that the patient was scheduled to follow-up with their healthcare professional on (B)(6) 2016.

Event description:
A patient with an implantable neurostimulator (ins) reported the poor communication screen on the patient programmer. The patient was also unable to communicate with the recharger. The patient stated that they first had trouble charging in (B)(6) 2016, and has had pain for 2-3 months. The patient last felt stim around this time. The patient says the recharger has a full battery, but he only sees the reposition antenna screen. No symptoms were reported. Patient was implanted for non-malignant pain and chronic low back pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.